Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with complaints of pain in pocket. Upon interrogation, the right atrial lead exhibited loss of capture; no other electrical anomalies were noted. Programming modifications were performed, and the patient was not noted to be symptomatic as a result.